Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer stated that she had gone to see her doctor the day prior to the hospitalization, and she was given medication for a sinus infection. The customer stated that her blood glucose readings was 180 mg/dl when she was hospitalized. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.